Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, the jaws of the vessel sealer extend instrument (vse) were sticking on tissue. When the surgical staff attempted to remove the instrument, tissue was also removed. The procedure was reportedly completed. Intuitive surgical, inc. (Isi) contacted an or nurse who was present during the procedure and obtained the following information regarding the reported event: the vse instrument was used on an unspecified vessel, and the instrument's jaws ripped some tissue. There was a minimal blood loss of approximately 10 ccs. The nurse stated the surgeon resealed the ripped vessel and addressed the bleeding. The nurse said there was no charred tissue on the instrument jaws. There is no video recording or images for review. It was also confirmed that the vse instrument has been discarded and is unavailable for evaluation.

Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode and operative complication cannot be determined. It was confirmed that the site had discarded the vse instrument and it will not be available for failure analysis. A follow-up MDR will be submitted if additional information is obtained. An isi advanced failure analyst (afa) engineer conducted a vse log review performed for this procedure: the logs indicated that there were many instances of ¿high initial starting impedance¿ errors. These errors indicate that there was too much tissue between the jaws when trying to activate energy. However, these do not solidly say that this is what may have caused stuck tissue on the grips. There were no other errors in the logs. No images or video clips for the reported event were submitted by the customer for review. This event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy surgical procedure, the jaws of the vse instrument were sticking on tissue. When the surgical staff attempted to remove vse instrument, vessel tissue ripped. Medical intervention was required by resealing the ripped vessel and controlling the minimal bleeding. At this time, it is unknown what caused the device entrapment issue. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.